Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va367dw); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was that the patient reported an infection. The patient stated, "it's shooting pain into my left leg, and I can hardly move that left leg." The patient stated it was very painful and that they did not know if something was broken. Patient stated that, "probably one of the lead broke and it's constantly shocking me" the patient also mentioned that they had pus and blood running out from tiny holes on their back. The patient reported that their managing doctor had given them antibiotics to try to get the infection down, patient also mentioned they had not been able to get a hold of their surgeon yet. The patient mentioned that they had spoken with their managing doctor that morning. The agent redirected the patient to call 911 if they believed this was an emergency situation. The agent also advised that their healthcare provider (hcp) may contact the national answering service for a representative to help turn off the stimulation. The patient mentioned that for the last month or so they had felt like somebody was pinching them. The patient stated that last week they started getting sick and the ins began to hurt. The patient further mentioned that this morning, when they saw pus seeping out, they determined it was coming from the side of the implant. The patient stated that the condition had gradually gotten worse and worse, and now when they try to walk, they can barely move their left leg. The patient was redirected to their healthcare provider to further address the issue.